Event description:
Pharmacist reported as overinfusion of versed. The nurse started 2 ivs in the ER at about 9:30 am: levaquin (levofloxacin) 100mg/100ml at 5ml/hr in the critical care profile. When the pt was transferred to the floor at about 10:30 it was noticed that the versed drip was empty. Max rate on versed should be 9.9mg/hr with a 1mg/ml concentration. The levaquin still had a significant amount remaining in the bag. Unk if the infusion was set up as a primary or secondary. Add'l monitoring was provided but vital signs remained within normal limits. There was no pt harm and no medical intervention was required. Customer stated that no add'l pt/event info is available.

Manufacturer narrative:
(B)(4). Data set and filtered event log for each of the pump modules received but pcu log not received. Requested full pcu log again. A f/u report will be submitted with failure investigation results when the investigation is complete.